Manufacturer narrative:
No blood loss or medical intervention was reported. The gambro tech was unable to duplicate any problems with the prismaflex machine. The scales and pumps were tested and a simulated treatment performed with no problems. We have received the downloaded machine data files and further investigation of this occurrence is ongoing by the MFR. Co is aware of this machine malfunction (incorrect fluid removal) and is working on correction.